Manufacturer narrative:
The failure investigation has been completed and the alleged wake button issue was verified. Based on the analysis, the alleged altitude alarm issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. Additionally, it was reported that the customer received an altitude alarm. Customer was successfully able to clear the alarm and resume insulin delivery. The customer's blood glucose level was 100 mg/dl. The customer confirmed that an alternate method of insulin delivery available.